Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 385mg/dl. A system check was performed and the pump performed as intended. During the system check, the customer observed that there was something on top of the cartridge near the "white mark" on the cartridge; no additional details were provided in regards to this issue. A supply change was performed resolving both issues.